Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. No unexpected pump error 23/49/68 alarms noted during testing. Device tested ok.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a multiple insulin pump error alarms. The customer¿s blood glucose level was 152 mg/dl. Troubleshooting was done for the insulin pump error alarms. Customer was explained the alarms with clear and finished the process. Customer stated that the insulin pump was not stored more than eight hours without battery. Customer stated that the insulin pump received post-reset ram crc alarm. Customer was asked verbally and in written form to return broken insulin pump for analysis. The insulin pump will be returned for analysis.